Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. A circumferentially aligned kink was observed at the 11 cm depth marker. A faint kink impression was observed between the 9 cm and 10 cm depth markers. A functional test of infusing water into the catheter using a 12 ml syringe revealed no observed leaks along the catheter shaft. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks along the catheter shaft. A microscopic observation of the kink in the catheter shaft at 11 cm depth marker revealed ¿c¿ shaped impressions leading into the kink. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC was placed 26.09.25 at 7cm at skin with a 4f securacath. The ward experienced problems on 28.09.25 with the PICC becoming blocked. PICC line was reviewed on 29.09.25 and was extremely hard to flush. We sent the patient for an xray, unfortunately the arm was not included. I went to review the PICC 30.09.25 I was able to easily flush the line and so I administered actilyse for the withdrawal occlusion. I went back to review this after an hour and I was unable to flush it. I ended up removing the PICC and the tubing was kinked at 11cm on removal of the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.